Event description:
During an in clinic follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead damage was suspected but this was not confirmed. Provocative maneuvers were performed; the noise was reproduced. No additional intervention has been performed. The patient was stable and will be monitored.